Manufacturer narrative:
The reported event was not confirmed. One photo was received for evaluation. In the photo was noticed four unopened trays myjx0690. Received 4 unopened foley trays (material #6610j14 lot myjx0690). All catheters (all (B)(4) units from lot ngjr4066) were inflated with the returned syringe in each tray and 10 ml of methylene blue solution (3 drops 1 percentage aq methylene blue per 100ml distilled water). In all cases the catheters rested with no leaks or conditions that would cause the catheters to naturally fall out. The first two catheters were able to be passively deflate with the returned syringe in under 2 minutes: 1 min 26 seconds and 41 seconds respectively. The samples 3 and 4 were not able to deflate with the returned syringe in under 5 minutes, however when the inflation/deflation test was performed with the inhouse syringe they were able to deflate under 5 minutes with no issues or cuffing: 1 min 17 seconds and 1 min 9 seconds respectively. No root cause could be found because the reported event was unconfirmed. The reported event was not confirmed, however the DHR was performed before the sample evaluation was completed. The reported event is unconfirmed therefore a labeling review is not required. Correction- d, e, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter few hours after placement the catheter was naturally removed, and the cuff was deflated. Per sample evaluation received on 01apr2025, during sample evaluation the balloon was difficult to deflate.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. No additional actions can be taken at this time since root cause was not identified. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and state the following: "1. Method of use (1) cleanse the area around the external urethral meatus with the packaged cotton balls immersed in the antiseptics. (2) lubricate the catheter shaft with the lubricant jelly. (3) carefully insert the catheter into the urethral meatus. After the balloon advanced in the bladder, attach the needleless syringe, and gently infuse the specified volume of sterile water to inflate the balloon. (4) pull the catheter slightly to seat the balloon at the level of the bladder neck. (5) to deflate and remove the balloon, attach a needleless syringe to let sterile water in the balloon come out spontaneously through balloon deflation without aspiration. After balloon deflation, withdraw the catheter slowly while confirming that no abnormal resistance is encountered. 2. Precautions for use (1) to secure a sterile field for the procedure, spread a clean wrapping paper. (2) place waterproof sheet beneath patient¿s buttocks. (3) put on sterile gloves. Open tray and place it on the wrapping paper (4) cleanse the area around the external urethral meatus with the cotton balls immersed in the antiseptics. (5) lubricate the distal end of the catheter with water-soluble lubricant packaged in the tray. (6)insert catheter into the urethral meatus, and advance it until the balloon enters the bladder and urine flows out through the catheter. Using a syringe packaged in the tray, infuse the specified volume of sterile water into the inflation lumen to inflate the balloon. (7) pull catheter to seat the balloon at the level of the bladder neck and secure placement. (8) keep the drainage bag below the bladder level without touching the floor. (9) when catheter with temperature-sensing is used, connect lead wire to monitor with relay cable. (10) secure drainage tube to bed sheet with clip to ensure that there is neither twist nor kink in the tube. (11) to deflate balloon and remove catheter, insert a luer tip (needleless) syringe in the inflation valve to allow the water drain spontaneously. After balloon deflation, withdraw the catheter while confirming that no resistance is encountered." Correction: d. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter few hours after placement the catheter was naturally removed and the cuff was deflated.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter few hours after placement the catheter was naturally removed and the cuff was deflated.